Manufacturer narrative:
(B)(4). PMA/510k: zimmer biomet in (B)(6) manufactures a similar device in the united states under 510k number k113369. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device fractured during procedure while performing range of motion test. There was no impact to patient. All pieces were remove from the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product/provided pictures identified signs of repeated use (nicked or gouged) also is fractured. Sem analysis not required since the device has a potential field age of 9.5 years and shows signs of repeated use. The DHR was reviewed and no discrepancies relevant to the reported event were found. The lot was manufactured on 15 july 2010 and has therefore been in the field for approximately 10 years. It is unknown for how many times the device is being used. Based on the information available, root cause can be determined as normal wear from use during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.